Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076 implantable pacing lead, (b(6) 2013. (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited a high impedance reading at a routine checkup. It appeared to be a one-time occurrence as impedance was in the normal range at a checkup the following week and the high impedance could not be recreated. No action was taken and the lead remains in service. No patient complications have been reported as a result of this event.